Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the insertion of an intraocular lens (iol) into an eye a shaving from the edge of the optic was noted. The surgeon clipped it off with micro scissors. The lens remains implanted with no harm to the patient. Additional information was requested.